Event description:
On (B) (6), 2010, the patient was implanted with two gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. On (B) (6), 2010, the patient presented with no feeling in his lower limbs. A computed tomography performed revealed that the proximal end of the trunk-ipsilateral leg component was pinched together, and both limbs were closed in the mid body below the bifurcation. The devices were re-ballooned and blood flow was restored. On (B) (6), 2010, the patient had a palpable pulse.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted: (B) (4)/pxc141400.